Event description:
It was reported that during the end of the surgical procedure the permanent cautery hook instrument was smoking inside the pt. The instrument was removed and replaced and the planned surgical procedure was completed. No pt harm, adverse outcome or injury was reported.